Manufacturer narrative:
Awaiting return of device for analysis.

Manufacturer narrative:
To date, the patient's family has not returned the device to boston scientific's post market quality assurance laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned for analysis.

Manufacturer narrative:
There were a total of 6 episodes that occurred on (B)(6) 2011. The episodes on (B)(6) 2011 included (3) atrial tachycardia responses (atr), (1) ventricular fibrillation (vf) response and (1) nonsustained event. The episode on (B)(6) 2011 was a nonsustained event. There were no stored electrograms for any of these episodes due to overwriting that occurred following the reported date of death. This observation is consistent with a device that was not programmed off post-explant. All five episodes on (B)(6) 2011 occurred between 0206 am and 0217 am. The intervals involving the 41 joule shock delivery were reviewed. It appears that the patient developed ventricular tachycardia (vt)/ventricular fibrillation (vf) which was converted following delivery of shock therapy. There were multiple pvc markers which may represent slow vt or an accelerated junctional rhythm. The atr was of short duration and the nonsustained episodes appears consistent with atrial fibrillation with a rapid ventricular response. The (B)(6) 2010 nonsustained episode appears to be a vt arrhythmia with rates in the range of 183-210 bpm. The last in-clinic check occurred in (B)(6) 2010 and lead diagnostic values were within normal range. The daily/weekly lead measurements ending on (B)(6) 2010 were also within normal range. Technical services was unable to determine the exact nature of these episodes as there were no electrograms to review.

Event description:
.

Manufacturer narrative:
Boston scientific received information that this device was received at boston scientific's return products department in (B)(6) 2011. The device was successfully interrogated by boston scientific's (B)(4) department. The device was put through and passed therapy availability testing. A save-to-disk was performed and was delivered to technical services for review.

Event description:
Boston scientific received information that this patient's daughter contacted patient support to report that her mother died on (B)(6) 2010. The daughter reported that her mother had an "event" on (B)(6) 2010. The paramedics informed the daughter that her mother went into cardiac arrest. She was told by the patient's physician that her mother had a pacemaker and could not have gone into cardiac arrest. The daughter requested laboratory analysis on the device. A returned kit was enroute for device shipment back to boston scientific's post market quality assurance laboratory. Subsequently, the daughter contacted technical services to report that the device would be returned for analysis. The family feels that the device contributed to the patient's death. Technical services explained that the device should be deactivated with a programmer prior to shipment as relevant data may be overwritten. Boston scientific received information from the local representative that the clinic had called and was informed that the device should be returned for laboratory testing. The local representative was not present on the date of death and was not aware of any allegations or complaints against the device.